Manufacturer narrative:
The calibration was acceptable. A general product problem was excluded. A sample clot alarm was detected twice. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for 1 patient sample on a cobas 8000 e 801 module. The initial result is 69.1 u/ml. The repeated result is 3.99 u/ml (reported as 4.0 u/ml). This result was consistent with the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). Two of the qc levels (1 and 3) were acceptable, but one of the levels (level 2) was not tested. The investigation is ongoing.